Manufacturer narrative:
Product investigation is in progress.

Event description:
String has been cut off partially or entirely - tampax [device physical property issue]. Case narrative: consumer reported via email that the tampon strings appear to have been cut off partially or entirely. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String has been cut off partially or entirely - tampax [device physical property issue]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampon strings appear to have been cut off partially or entirely. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String has been cut off partially or entirely - tampax [device breakage] case narrative: consumer reported via email that the tampon strings appear to have been cut off partially or entirely. No injury reported.